Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were hard to press on the insulin pump for commands. The customer's blood glucose level was unknown at the time of the incident. The customer reported crack on the screen and the battery life was lasting a couple weeks. The insulin pump had no delivery alerts. The device will not be returned for analysis.